Manufacturer narrative:
It was reported that the patient experienced vaginal mesh erosion following surgery. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Report submission exceeding 30-days due to fdas exemption transitioning period.

Event description:
It was reported by an attorney that the patient has undergone revision surgery to remove the mesh on (B)(6) 2017 where on the same date a second mesh was implanted. It was reported that she underwent revision surgery to remove the mesh on (B)(6) 2017. The patient had a previous mesh implant on (B)(6) 2017 which is captured in a separate file. No additional information was provided.